Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 2 / 4 . The technical service representative (tsr) assisted the home patient (hp) with troubleshooting the alarm. The hp stated that the spike was not all the way in one of her supply bags. The tsr explained the alarm to the hp and advised her to start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. Per 2240 call script: the hp was connected to the hc cycler at the time of the alarm. The spike was not all the way in one of the supply bags. During a follow up phone call by (B)(4) to the hp on (B)(6) 2010, the hp stated that she was unsure why the spike it did not go all the way, as she did not do anything differently. Per hp, she did not notice anything unusual or any defects on the supplies. The hp stated that she had discarded the supplies, and did not have the lot numbers. The hp stated that she did not have any injury or harm as a result of this incident and is continuing her dialysis treatment. No patient injury or medical intervention was indicated at this time. No further information was provided.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was fractured two years post implant. This lead was surgically abandoned and a new lead was successfully implanted. To date, no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed in the lab due to a lack of sample; however, based on information obtained during baxter's investigation the cause was determined to be due to improper setup: one of the supply bags was not fully spiked. The patient uses a compact exchange device (cxd). The lot number is unknown therefore a batch review was not performed. In a follow up call by product surveillance, the patient stated that this problem has not occured again. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) procedure in the liver performed on (B)(6) 2010. According to the complainant, a grounding pad error (p4) occurred. The grounding pad was swapped out for a new and then the pad connector was moved to a different connection site however after both these attempts the error still followed. The wattage was lowered to resolved the issue and rolloff was achieved. The procedure was completed with this generator without incidence. There were no patient complications as a result of this event. It was reported that patient tolerated the procedure fine and without complications.